Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2316467 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 15th october 2025. On evaluation of the device, the following was observed: visual inspection: safety wire returned in place. Red shuttle at the point of no return. Polyimide partially exposed at tip. Functional inspection: handle actuating fine for deployment and recapture. Safety wire removed with no issue. Unable to deploy stent. Handle opened to internally inspect the device. Sheath tube observed to be separated from shuttle cap. All other components intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not user. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is known from the complaint report that there was significant stenosis present and that there was resistance while passing the wire guide through the stricture. It is possible that pressure from this stenosis and tight stricture resulted in high deployment force, which in turn, led to the sheath tube separating from the shuttle cap, subsequently resulting in the inability of the stent to be deployed. Additionally a possible root cause could be attributed to inconsistencies in the coating process leading to higher friction forces for larger stent sizes, this led to an increase in deployment force, which in turn caused the outer sheath to separate from the shuttle cap inside the handle of the device, subsequently resulting in the inability of the stent to be deployed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, during the attempted deployment of the evo-fc-10-11-8-b stent, snapping was noted when inserting the stent and there was breakage of the mechanism. Significant stenosis was present. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed using another stent. A definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is known from the complaint report that there was significant stenosis present and that there was resistance while passing the wire guide through the stricture. It is possible that pressure from this stenosis and tight stricture resulted in high deployment force, which in turn, led to the sheath tube separating from the shuttle cap, subsequently resulting in the inability of the stent to be deployed. Additionally a possible root cause could be attributed to inconsistencies in the coating process leading to higher friction forces for larger stent sizes, this led to an increase in deployment force, which in turn caused the outer sheath to separate from the shuttle cap inside the handle of the device, subsequently resulting in the inability of the stent to be deployed.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 04-dec-2025 additional information received on 14-oct-2025 1. What endoscope type and channel size was used? Olympus duodenoscope 4,2 mm 2. Details of the wire guide used (diameter, type, make)? Jag 0?35 3. Please advise the anatomical location of the intended target site. Biliairy duct 4. Were any defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 5. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? Na 2. Where was the stricture located in the body? Choledoc 3. Was there resistance felt passing wire guide through stricture? Yes 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement? No questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes 2. Was resistance felt during insertion into patient? No 3. If yes, at what point?

Event description:
Snapping when inserting the stent breakage of the mechanism). Significant stenosis. Placement of another stent of a different brand.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.